Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis and on the same day was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the pt began treatment with amikacin, injection (inj), ip-intraperitoneally (250 mg, twice a day) and clavam, inj, intravenously (IV) (0.6 mg, twice a day) for peritonitis. At the time of this report, the pt was still hospitalized. At the time of this report, the peritonitis was resolving, the pt was recovering, and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up it was clarified that the cause of the peritonitis was due to diarrhea. The patient was on antibiotics for total of seven days. The patient has recovered from the peritonitis.